Manufacturer narrative:
Date of event: exact date unknown, event occurred couples of years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 19864041.

Event description:
It was reported that the patient experienced loss of stimulation on the left side. X-rays and computerized tomography (CT) scan showed one wire had moved and had one impedance present. It was also noted that the device was causing itchiness each time patient attempted to use it. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded by the facility.